Event description:
It was reported that during a prostate procedure, the laser system displayed error messages 521, 419 and 409 and could not be cleared by shutting the laser down and/or rebooting the laser . The case was canceled. Patient outcome: "no injury to the patient".

Manufacturer narrative:
System analysis/service repair: the reported error codes 521, 419 and 409 could not be reproduced. All connectors and cables were re-seated, a mechanical integrity inspection performed, the system tested and cycled through multiple on/off cycles. The laser system was found to meet specifications.